Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), colitis microscopic ("lymphatic colitis") and rectal haemorrhage ("rectal bleeding") in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss and morbid obesity. Concomitant products included sertraline (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since 2012, cyanocobalamin (vitamin b12) since 2012, escitalopram oxalate (lexapro) since 2012, interferon alfa (wellferon) since 2012, omeprazole (prilosec), panadeine co (tylenol #3) since 2012 and steroid antibacterials. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced weight increased ("weight gain"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine") and the first episode of headache ("headaches"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), the second episode of headache ("headaches"), mood altered ("mood changes"), depression ("depression"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, the last episode of headache, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia and migraine outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, alopecia, arthralgia, colitis microscopic, depression, dysmenorrhoea, fatigue, feeling abnormal, hypersensitivity, hypertension, infection, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, vaginal haemorrhage, visual impairment, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: discripancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received . Reporter added. Events hair loss, migraine, headaches added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), colitis microscopic ("lymphatic colitis") and rectal haemorrhage ("rectal bleeding") in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss and morbid obesity. Concomitant products included sertraline (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since 2012, cyanocobalamin (vitamin b12) since 2012, diclofenac (voltaren), escitalopram oxalate (lexapro) since 2012, interferon alfa (wellferon) since 2012, levothyroxine sodium (synthroid), multivitamins, omeprazole (prilosec), panadeine co (tylenol #3) since 2012 and steroid antibacterials. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 2 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and anxiety ("mental anguish"). In (B)(6)2016, the patient experienced weight increased ("weight gain") and abdominal distension ("bloating"). On (B)(6)2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), mood altered ("mood changes"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, migraine, irritable bowel syndrome and anxiety outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, colitis microscopic, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, irritable bowel syndrome, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal dates- (B)(6)2012 and (B)(6)2016 date in removal details. Information received: dr. Hopkins verbally said the left coil was difficult to get in but that was not documented, date received: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan vagina - on (B)(6)2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Events added: irritable bowel syndrome and mental anguish. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), colitis microscopic ("lymphatic colitis") and rectal haemorrhage ("rectal bleeding") in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness and hair loss. Concomitant products included sertraline (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as steroid antibacterials. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), arthralgia ("joint pain"), headache ("headaches"), mood altered ("mood changes"), depression ("depression"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), fatigue ("fatigue"), abdominal distension ("bloating") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, headache, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, abdominal distension, hypersensitivity, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, colitis microscopic, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, joint swelling, menorrhagia, menstrual disorder, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- vaginal bleeding, menorrhagia, dysmenorrhea (cramping) and pain clubbed to previous events. Reporter information, concomitant disease was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), colitis microscopic ("lymphatic colitis") and rectal haemorrhage ("rectal bleeding") in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss and morbid obesity. Concomitant products included sertraline (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since 2012, cyanocobalamin (vitamin b12) since 2012, escitalopram oxalate (lexapro) since 2012, interferon alfa (wellferon) since 2012, omeprazole (prilosec), panadeine co (tylenol #3) since 2012 and steroid antibacterials. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced weight increased ("weight gain"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), mood altered ("mood changes"), depression ("depression"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia and migraine outcome was unknown and the abdominal distension and headache had resolved. The reporter considered abdominal distension, alopecia, arthralgia, colitis microscopic, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), colitis microscopic ('lymphatic colitis') and rectal haemorrhage ('rectal bleeding') in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colonoscopy, arthritis, hypothyroidism, hypoparathyroidism, morbid obesity, gastroesophageal reflux disease, pregnancy, ovarian cyst ruptured, tonsillectomy, tendonitis, acne, eczema, frequency urinary, sinus congestion, bronchitis, myalgia, appendectomy, eye operation, tonsillectomy and thyroid cancer. Previously administered products included for an unreported indication: nortrel from 2009 to (B)(6) 2010, mirena, mirena, omeprazole and azithromycin. Concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss, morbid obesity, uterine bleeding, pneumonia, cough, respiratory disorder, leukocytosis, knee pain, gi bleed, hematochezia, nausea, red eye, congenital varicella infection, chronic uti, rhinitis, wheezing, dysphoria, pale, breast pain, vulva cyst, shortness of breath, dizziness, ankle swelling and urinary incontinence. Family history included papillary thyroid cancer. Concomitant products included sertraline hydrochloride (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since (B)(6) 2012, cyanocobalamin since (B)(6) 2012, diclofenac (voltaren), escitalopram oxalate (lexapro) since 2012, interferon alfa-n1 (wellferon) since 2012, levonorgestrel (mirena), levothyroxine sodium (synthroid) since (B)(6) 2012, multivitamins, plain since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, ondansetron (zofran), paracetamol (tylenol) since (B)(6) 2012, steroid antibacterials and vitamins nos (multivitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and anxiety ("mental anguish"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), mood altered ("mood changes"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), hypersensitivity ("allergic reactions"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal infection ("vaginal infection "). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, headache, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, dysmenorrhoea, alopecia, migraine, irritable bowel syndrome and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, bladder disorder, colitis microscopic, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, irritable bowel syndrome, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. Information received: dr. (B)(6) verbally said the left coil was difficult to get in but that was not documented, date received: (B)(6) 2012. She had been treated for pain, bleeding, bladder/urinary problems both fallopian tubes were successfully blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan - on (B)(6) 2012: result: both essure implants were seen and were in optimal location.. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), colitis microscopic ('lymphatic colitis') and rectal haemorrhage ('rectal bleeding') in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colonoscopy, arthritis, hypothyroidism, hypoparathyroidism, morbid obesity, gastroesophageal reflux disease, pregnancy, ovarian cyst ruptured, tonsillectomy, tendonitis, acne, eczema, frequency urinary, sinus congestion, bronchitis, myalgia, appendectomy, eye operation, tonsillectomy and thyroid cancer. Previously administered products included for an unreported indication: nortrel from 2009 to (B)(6) 2010, mirena, mirena, omeprazole and azithromycin. Concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss, morbid obesity, uterine bleeding, pneumonia, cough, respiratory disorder, leukocytosis, knee pain, gi bleed, hematochezia, nausea, red eye, congenital varicella infection, chronic uti, rhinitis, wheezing, dysphoria, pale, breast pain, vulva cyst, shortness of breath, dizziness, ankle swelling and urinary incontinence. Family history included papillary thyroid cancer. Concomitant products included sertraline hydrochloride (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since (B)(6) 2012, cyanocobalamin since (B)(6) 2012, diclofenac (voltaren), escitalopram oxalate (lexapro) since 2012, interferon alfa-n1 (wellferon) since 2012, levonorgestrel (mirena), levothyroxine sodium (synthroid) since (B)(6) 2012, multivitamins, plain since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, ondansetron (zofran), paracetamol (tylenol) since (B)(6) 2012, steroid antibacterials and vitamins nos (multivitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and anxiety ("mental anguish"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), mood altered ("mood changes"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), hypersensitivity ("allergic reactions"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal infection ("vaginal infection "). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, headache, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, dysmenorrhoea, alopecia, migraine, irritable bowel syndrome and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, bladder disorder, colitis microscopic, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, irritable bowel syndrome, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. Information received: dr. (B)(6) verbally said the left coil was difficult to get in but that was not documented, date received: 16mar2012. She had been treated for pain, bleeding, bladder/urinary problems both fallopian tubes were successfully blocked diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan - on (B)(6) 2012: result: both essure implants were seen and were in optimal location.. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), colitis microscopic ('lymphatic colitis') and rectal haemorrhage ('rectal bleeding') in a 35-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colonoscopy, arthritis, hypothyroidism, hypoparathyroidism, morbid obesity, gastroesophageal reflux disease, pregnancy, ovarian cyst ruptured, tonsillectomy, tendonitis, acne, eczema, frequency urinary, sinus congestion, bronchitis, myalgia, appendectomy, eye operation, tonsillectomy and thyroid cancer. Previously administered products included for an unreported indication: nortrel from 2009 to (B)(6) 2010, mirena, mirena, omeprazole and azithromycin. Concurrent conditions included watery diarrhea, irritable bowel syndrome, hematochezia, bloating, nausea (mild.), lymphocytic colitis, abdominal pain, iron deficiency, staphylococcal infection, joint pain, chest pain, dizziness, hair loss, morbid obesity, uterine bleeding, pneumonia, cough, respiratory disorder, leukocytosis, knee pain, gi bleed, hematochezia, nausea, red eye, congenital varicella infection, chronic uti, rhinitis, wheezing, dysphoria, pale, breast pain, vulva cyst, shortness of breath, dizziness, ankle swelling and urinary incontinence. Family history included papillary thyroid cancer. Concomitant products included sertraline hydrochloride (zoloft) for depression, meticillin (methicillin) for staphylococcal infection as well as calcitriol since (B)(6) 2012, cyanocobalamin since (B)(6) 2012, diclofenac (voltaren), escitalopram oxalate (lexapro) since 2012, interferon alfa-n1 (wellferon) since 2012, levonorgestrel (mirena), levothyroxine sodium (synthroid) since (B)(6) 2012, multivitamins, plain since (B)(6) 2012, omeprazole (prilosec) since (B)(6) 2012, ondansetron (zofran), paracetamol (tylenol) since (B)(6) 2012, steroid antibacterials and vitamins nos (multivitamins) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and anxiety ("mental anguish"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), arthralgia ("joint pain"), mood altered ("mood changes"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), hypersensitivity ("allergic reactions"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal infection ("vaginal infection "). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, hysterectomy (full),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, vaginal haemorrhage, headache, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved and the colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, hypersensitivity, dysmenorrhoea, alopecia, migraine, irritable bowel syndrome and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, bladder disorder, colitis microscopic, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, irritable bowel syndrome, joint swelling, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal dates- (B)(6) 2012 and (B)(6) 2016 date in removal details. Information received: dr. Hopkins verbally said the left coil was difficult to get in but that was not documented, date received: (B)(6) 2012. She had been treated for pain, bleeding, bladder/urinary problems both fallopian tubes were successfully blocked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Ultrasound scan - on (B)(6) 2012: result: both essure implants were seen and were in optimal location.. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, rectal bleeding, headaches, lymphatic colitis, joint pain, fatigue, weight gain, depression, thyroid disorder, fogginess, ankle swelling, fatigue, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event bladder infections, vaginal discharge , bladder problem. Event outcome for pain, bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), colitis microscopic ("lymphatic colitis") and rectal haemorrhage ("rectal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), arthralgia ("joint pain"), headache ("headaches"), mood altered ("mood changes"), depression ("depression"), menstrual disorder ("menstruation issues"), visual impairment ("vision changes"), thyroid disorder ("thyroid dysfunction"), feeling abnormal ("fogginess"), hypertension ("hypertension"), joint swelling ("ankle swelling"), fatigue ("fatigue"), abdominal distension ("bloating") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, colitis microscopic, rectal haemorrhage, infection, weight increased, arthralgia, headache, mood altered, depression, menstrual disorder, visual impairment, thyroid disorder, feeling abnormal, hypertension, joint swelling, fatigue, abdominal distension and hypersensitivity outcome was unknown. The reporter considered abdominal distension, arthralgia, colitis microscopic, depression, fatigue, feeling abnormal, headache, hypersensitivity, hypertension, infection, joint swelling, menstrual disorder, mood altered, pelvic pain, rectal haemorrhage, thyroid disorder, visual impairment and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.